Event description:
Boston scientific crm received info that this right ventricular (rv) lead had poor sensing measurements noted since implant, one year and two months ago. This lead was explanted and a new lead was successfully implanted. To date, no adverse pt effects were reported.